Manufacturer narrative:
The device was not returned to stryker. The reported issue could not be duplicated or verified. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device displayed a black screen during use. In this state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was successfully able to defibrillate, restoring the patient's heartbeat. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displayed a black screen during use. In this state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. The customer advised that a back up device was available and was successfully able to defibrillate, restoring the patient's heartbeat. There were no reports of adverse effects to the patient as a result of the reported event.